Event description:
A caller reported that the insulin gauge on their device displayed an amount different than expected, with a fill estimate issue showing 85 units instead of more than 100 units. There was no adverse impact to the customer¿s blood glucose level. The caller completed necessary steps to address the problem, including removing air from the cartridge, using room temperature insulin, and reloading the same cartridge with assistance from customer support.